Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a manual injection to address bg level. A replacement pump was sent to the customer for customer satisfaction and customer reverted to an alternate method of insulin therapy.